Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6: health effect clinical code: 4581 - over/under correction. H3: device evaluation is not required. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and over/under correction are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced over/under correction. The lens exchanged for a same length different power lens and the problem was resolved. Cause of the event was reported as unknown," lens replacement according to the patient's vision preference." This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.